Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, e1, g3, g6, h2, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: corrosion on video connector based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. Regarding the additionally identified malfunction, the most probable cause is due to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had poor image quality. It was said, that sometimes the video image flickered or did not display, but the phenomenon did not reoccur at the time of inspection. There were no reports of patient harm.